Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a software upgrade preliminary testing procedure, the controller failed step 1.1. The power connector (port 1 and port 2) on the controller was able to come loose by slipping out of the sealing ring (between connector and housing). The device was replaced from hospital stock. The patient tolerated the exchange without any issues. No log files were provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since the complaint is related to loose components. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to displaced o-ring gaskets on power port 1 and port 2 connectors. Additionally, the port 1 connector was loose. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to address the issue external connectors which have been found to be loose. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.